Event description:
A distributing customer filed a complaint that a user facility experienced non-delivery when using a disposable ambulatory drug infusion system. The flow rate was controlled by a 1-day administration set. No injury was alleged in this event.